Event description:
It was reported that a user of the ilet experienced hyperglycemia with a glucose reading of 221 following a recent meal that was announced, with no reported device alerts or issues with supplies, and the user planned a routine set change later. Symptoms included no reported clinical symptoms. Outcomes included no need for medical intervention or hospitalization. Investigation included troubleshooting and education regarding hyperglycemia management, confirmation of meal announcement, review of supply status, discussion of low-glucose management practices, and counseling to consult the healthcare provider for potential underlying factors. Investigation of this case revealed no device malfunction or component issue identified, and the cause of hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.